Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received, only a connector portion of the lead was returned in one piece for analysis. Visual inspection of the lead found full breach outer insulation degradation that exposed the outer coil adjacent to the connector boot. Electrical test did not find any indication of conductor fractures or internal shorts.

Event description:
This report is to advise of an event observed during analysis.